Manufacturer narrative:
The physician reported that the patient had a peripherally inserted central catheter (PICC) line at the time of the initial ICD change-out on (B)(6) 2016 and would have preferred removal of PICC line prior to surgery as PICC line and presence of heavy scarring in the implant area possibly increasing potential for infection. Patient was being treated for peripartum cardiomyopathy having an ejection fraction percentage (ef %) of 20%. With patient ef percentage at 20%, treatment of patient condition may have involved immunosuppressive therapies thus contributing to the slow healing or increasing the potential for infection. Patient was sent to another hospital for explant. Details of explant procedure and patient condition post explant were not provided despite multiple inquiries. A follow-up report will be made if additional details are received about procedure. Manufacturing review of device history record for the reported lot shows that all units were quality released on 10-21-2016 having met all internal qc acceptance requirements for workmanship as well as all biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope ((B)(4)) currently lists the risk of infection as a potential complication.

Event description:
It was reported that on (B)(6) 2016 a female patient underwent a left-sided single chamber implantable cardioverter defibrillator (ICD) change-out where a cormatrix cangaroo ecm envelope (cmcv-009-lrg, lot#m16l1277) was used following soaking the cangaroo in vancomycin/bacitracin antibiotics. It was noted at the 4 week visit that the patient had swelling, and lateral edge of incision had separated, exposing pus. Patient was sent to another hospital for explant. Details of explant procedure and patient condition post explant were not provided despite multiple inquiries. The physician reported that the patient had a peripherally inserted central catheter (PICC) line at the time of the initial ICD change-out on (B)(6) 2016 and would have preferred removal of PICC line prior to surgery. Physician also reported patient presented with heavy scarring in area presenting potential for infection.